Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 30 mg/dl. The customer stated that she got a no delivery alarm prior to the event, and she gave herself a manual injection. The customer stated that it's possible she may have given herself too much insulin. The customer and her doctor felt that the insulin pump should be replaced. Nothing further was reported.